Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the head end cover is cracked and the stretcher is not driving properly. There was no patient involvement or adverse consequence reported.